Event description:
The customer reported a suspected positive biological indicator (bi). The incubator temperature was at 38c. Another thermometer read 58c. The customer reported that the load was attempted to be recalled, however, the load had three cameras and they had been used. There were no reported of patient injury related to the unrecalled items. The customer also reported that they had processed nine loads since the positive bi, and all the bi's have been negative.